Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial number is unknown; therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a patient experienced a toxic anterior segment syndrome while using of an ophthalmic system and presented with pain, cornea edema, elevated intraocular pressure, several anterior chamber reactions and decreased visual acuity (hand motion) along with vitreous inflammation, conjunctival inflammation, aqueous cell and fibrin. The patient underwent medical treatment. Details of the procedure was not reported. Outcome of the patient was resolved.